Event description:
A malfunction alarm was reported, but no notable events were noted prior to this issue. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer by providing pump reset information, and after resetting, the malfunction did not recur. The customer was advised to continue using the pump and to call back if any further issues arise.